Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form properly as the alignment pin was not in place. The surgeon hand-suture the site. Additional tissue was resected. The patient's status is satisfactory.